Manufacturer narrative:
No product will be returned for eval.

Event description:
The patient stated that he received an e4 (occlusion) alarm at approximately 11:00pm in 2007. He stated he had changed his insulin cartridge, adapter, and infusion set at 3pm that afternoon. He stated his blood glucose was elevated to over 500 mg/dl and he had a dry mouth and was urinating frequently. The pt's blood glucose measured 488 mg/dl at 9:15am the next day. His normal blood glucose range is around 120 mg/dl. The pt stated that he felt the infusion device was not providing insulin because of the occlusion error. He stated that he had bolused several times before the report. The pt stated that he did have some scar tissue in his infusion site area. To troubleshoot, the pt was instructed to disconnect from his site and he was able to bolus in the air without error. The patient then changed his infusion site and he was able to bolus 1 unit of insulin without error. Upon follow up, the pt stated that his blood glucose levels were dropping (382) mg/dl). The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.